Manufacturer narrative:
A ge rep evaluated the system and reseated the circuit boards in the workstation. The system operates as intended. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system appeared to be producing x-rays without pushing the x-ray button. No pt injury was reported.